Manufacturer narrative:
Natus medical investigations results indicated and points to algo 5 user's manual, (000737c rev k) appendix 1, on page 125 listed several "high risk indicators" including the "ear tag" in patient screened and reported in this customer complaint. Operating instructions page 33 of the same user's manual indicated that "the screener (algo 5) is not designed for infants with known absence or malformation of external, middle, or internal ear structures." No further investigation required, and investigation considered closed. Device was not requested.

Event description:
Natus medical received a complaint on (B)(6) 2017. The supervisor reported that the patient was screened with skin tag in left ear and atresia of right ear at customer's site in (B)(6) 2016. Per the initial report the patient (infant) had passed both right and left ear check. The audiologist later noticed complete right ear external canal atresia and left ear pre-auricular skin tag. On ((B)(6) 2017) the customer reported that the screening was performed on (B)(6) and does not recall all the details of the event. The algo5 serial# (B)(4) was used for screening. Per the customer equipment check had passed before screening and all leads were placed in proper location on the patient. There was no harm reported to patient, user and no environmental effects. There was no mention of right ear atresia on medical chart and the patient was later confirmed to have right ear conductive hearing loss caused by absence of an open ear canal. On ((B)(6) 2017) additional information was requested to the customer about the impact and current medical condition of patient (infant).